Event description:
A plum 360 driver new reportedly failed to infuse heparin during patient use. The pump was not plugged in at the time of the event. There was no human harm reported.

Manufacturer narrative:
Since the device was not returned to the service hub for assessment, we were unable to replicate or verify the reported issue.